Event description:
It was reported there was a confirmed catheter blockage. The healthcare professional (hcp) had some difficulty aspirating the catheter via the cap and then a blackish fluid of approximately 2cc's was aspirated. The hcp then aspirated additional fluid from the cap to confirm good flow. Per hcp discretion, the catheter was not revised nor the daily does decrease, but the patient would be assessed for 8 hours. The pump contained clonidine, bupivacaine and morphine. It was further reported the patient had no symptoms; the hcp had been increasing drug with not much pain relief. The cause of the catheter blockage was undetermined, the aspirated cerebrospinal fluid (csf) was sent to the lab for microscopic study. The hcp was able to aspirate adequate csf flow and continued therapy. The patient was observed for 8 hours with no adverse side effects. The patient was received effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).